Event description:
The user indicates us that the patient has been implanted with an adjustable valve in the right frontal implant site. The user wanted to adjust the valve with the help of adjustment kit. The user could not find the location of the valve and it was difficult to adjust the valve. After several tests, the location of the valve has been marked with a pen to maintain orientation and to proceed to adjust the valve with highter pressure value. The locator tool was not used during initial attempts and only briefly to get a definitive reading. The valve was not explanted.

Manufacturer narrative:
The valve is still implanted in the patient, the reported incident does not affect the patient. The risk of "adjustment difficulties" has been taken into account in the notice of the valve, there are no new risks identified.

Event description:
The user indicates us that the patient has been implanted with an adjustable valve in the right frontal implant site. The user wanted to adjust the valve with the help of adjustment kit. The user could not find the location of the valve and it was difficult to adjust the valve. After several tests, the location of the valve has been marked with a pen to maintain orientation and to proceed to adjust the valve with higher pressure value. The locator tool was not used during initial attempts and only briefly to get a definitive reading. The valve was not explanted.